Event description:
It was reported that the patient presented in the emergency room with syncope and no rhythm. The patient was intubated and a temporary pacemaker was used to stabilize the patient. Upon investigation, the physician was unable to interrogate the device via inductive telemetry and the device was not pacing. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate and loss of pacing were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.